Event description:
The customer reported the lift column will not go down. No patient involved.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ps3 lift column power supply. The system performed as desired.